Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted the patient's trial started on (B)(6) 2023. It was reported that the patient (pt) experienced discomfort/soreness/pinching. (B)(6) 2023 the patient mentioned the pain medication they received effects their bladder. (B)(6) 2023 patient mentioned retention, pelvic pain, and constipation. (B)(6) 2023 patient stated they are having this pain. The pt stated it is in their pelvic area, both of their buttocks and down the back of their legs. The pt stated this is from the severe constipation they are having and this is not normal for them. The pt stated they go daily. Patient is wondering if this device is causing this. Patient stated they weren't feeling well yesterday and really had not tracked any of their symptom data as of yet. They "assumed I would have trouble with constipation" from coming out of the procedure, but they have not been taking any pain medications that was given to them or on their own and had a "really severe problem with constipation". Caller said that they had constipation even with "taking a laxative and stool softener" and felt that it "completely aggravated all the nerves" where they had had a continental nerve block done in both butt cheeks. Caller said they are noticing today that that area is "all inflamed" on both sides of rear end and the side where the device is feels like it is "throbbing". Caller said they are "worried" that because "it's for fecal incontinence too" which they said they don't have, that it is preventing them from being able to go. Caller stated they took 3 table spoons of a supplement (could not understand the name), 1 magnesium pill, and 9 aloe pills and "a lot of water" and they "had a terrible time today again". Caller stated they were "a little more active yesterday" which could be creating soreness and the feeling in their backside area, but they said they are feeling "right where the wire must come across from bottom of the spine to device" and it is "very sore and I feel like it should be less sore as the days go on". It is "irritated and sore down there" and the feeling is almost "nauseating". Caller said they are "making progress" since they would be taking medication 4 times a day otherwise but they aren't. Redirected caller to discuss various symptoms with hcp. Mar-31 patient stated that they are experiencing pain across and front front to back in their pelvic area. Also, felt dizzy, nauseous then broke into a cold sweat and felt like passing out right after adjustment was made. The patient is feeling constipated and soreness around incision site. Apr-01 patient stated that they switched to program 6 with their sales representative yesterday and later in the evening they had a lot of pain and discomfort on that program. Apr-04 patient stated they have been having issues on program 1. They also said that they had low back pain on program 6 and that's why they switched to program 1.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown. Implanted: (B)(6)2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.